Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) showed high right atrial (ra) pacing spikes measurements out-of-range (oor) due to what technical services stated it was most likely spring contact issues. Reportedly, the ra impedance decreased back to normal and isometrics were performed without reproducing oor measurements, which is further evidence of spring contact issues. In addition, respiratory rate trend oversensing was noticed. It was indicated that the patient was scheduled for device revision due to these issues. Subsequently, the crt-d was explanted, replaced, and returned for analysis. This ra lead remains in service and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).